Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became cracked. Additionally, it was reported that the pump time was inaccurate. Tandem technical support assisted the customer in updating to the correct time. Upon follow up, it was indicated that the customer was admitted to the hospital due to the cracked touch screen issue. The customer's blood glucose (bg) went up to 525 mg/dl and the customer was in diabetic ketoacidosis. The customer attempted to address impacted bg with a correction bolus, however, the bg levels did not come down. While in the hospital, the customer was treated with an insulin drip. The customer arrived to the hospital on (B)(6) 2018 and was released on (B)(6) 2018 with no permanent damage. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cracked touchscreen was verified; however, the time issue was not verified.